Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2267 (air in line). The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the patient on (B)(6) 2011. The patient stated the following: the cause of the alarm was unknown. Therapy had been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Received one dry set with no pouch in reference to system error 2267. Set was rinsed with 1:10 bleach solution for disinfecting. Set was visually inspected with no solution noted throughout set. Set was placed on machine for priming and run with no alarms noted. Set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint was not confirmed and the cause was undetermined.